Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump was alarming every 10 minutes. It was noted that the healthcare provider (hcp) had told the patient that the pump needed to be refilled but an appointment was never scheduled. No symptoms were reported. The caller was redirected to follow up with the hcp and provided with a physician listing. No further complications have been reported as a result of this event.